Event description:
Information was received that reported a patient was hospitalized due to hypoglycemia. The patient's mother reported that the patient fainted while at work, she was transported to the ER where she was treated with fruit juice to raise her blood glucose. While at the ER she was also given ativan and an antibiotic; in addition to bloodwork the patient had an EKG and a cat scan. The reporter is questioning the difference in blood glucose levels in the logs of her daughter's two glucose monitors, the bolus history in the insulin pump, the log book her daughter maintains and her daughter's verbal reports of her disease maintenance, as none of these records seem to be consistent with one another. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.